Event description:
The customer reported via phone call that the insulin pump alarmed button error which could not be cleared. The customer's blood glucose was 202 mg/dl. The customer took the battery out 3 times but was unable to resolve the issue. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had normal operating currents. The insulin pump was received with a cracked case at the display window corners, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.